Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported receiving a weak battery alert prior to the button error alarm. It was also found the customer left their insulin pump in a ziplock bag and the bag was exposed to water. Customer also reported the act button was unresponsive when attempting to change their basal. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. No button error alarms were noted during testing. Unable to verify the weak battery alarm due to no act button response. No moisture damage was noted inside the pump. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.